Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used due to the inability to pace and sense. The physician attempted to place the lead in different locations three times and all three times the cable analyzer failed to pace and sense. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.